Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).. Cross reference complaint ids: (B)(4).

Event description:
It was reported that "resident was shocked using bipolar loop". Cross reference mdrs: 9610617-2025-02199. 9610617-2025-02201. 9610617-2025-02202.